Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks. It was reported that while operating on ac power during setup prior to pt use, the nurse noted a spark, reportedly behind the device, when the control knob was turned. There were no reported adverse effects to the pt or to the nurse and no reported delay of therapy critical to the pt. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided.